Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a pump error alarm on the insulin pump. The customer¿s blood glucose level during the incident was 7.1 mmol/l. Troubleshooting was performed. They were assisted in clearing the alarm. However, the customer stated they were unable to rewind the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error (B)(4)or pump error (B)(4) alarms during testing however, the formatted history file confirmed pump error (B)(4) and pump error (B)(4) alarms due to a software error. The pump was received with scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.